Event description:
This device case, reported by a diabetes specialist nurse (dsn), concerns a pt who experienced diabetic ketoacidosis (dka) and was hospitalised. The pt was using a pen injection device (humapen ergo-teal/clear cartridge holder) to deliver insulin lispro (humalog). While using the pen injection device to deliver insulin lispro the pt experienced dka. The pt was admitted to a high dependency unit for four days. The pt was stabilized with intravenous insulin. The pt was admitted to a ward and discharged. The reporter stated that on going home the pt's bloodsugar increased. The pt was visited twice a day by a dsn who increased the pt's insulin dose accordingly. The dsn examined the pt's pen injection device. The dsn identified that the plunger had not been moving properly and the pt had only rec'd a small quantity of pt's required insulin. Initial examination of the returned device revealed the plunger on the pen would not depress and the mechanism seemed jammed. At the time of reporting the pt was recovering. Action with insulin lispro is unknown. The reporter considers the event to be related to the pen injection device. Further information has been requested. Update 10/2001: preliminary comments rec'd from MFR (pharmaceutical delivery systems (pds) in 19/2001. Preliminary report prepared.